Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
A patient reported blood glucose results of "78 mg/dl" with a lifescan meter and "42 mg/dl" on another meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up (9/21/2012)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
Same case as manufacturer's report #: 2134265-2010-03698. It was reported that during a percutaneous transluminal angioplasty and stent placement procedure, the stent delivery system adhered to the guide wire. The 95% stenosed lesion was located in the non-tortuous and non-calcified left distal femoral artery. The lesion diameter was 6mm and was 65mm in length. The lesion was progressive, concentric in shape, and did not contain a significant bend. Vascular access was obtained via the right femoral artery. The physician advanced an 8fr mach 1 cross 1 guide catheter and conducted a diagnostic angiography in the external left femoral artery. A 95% stenosed lesion was found in the third distal. The lesion was pre-dilated with a 4 x 10mm ultra-thin diamond balloon catheter. Immediately after pre-dilation, the lesion was 5% stenosed. The physician measured the lesion, prepared the 7x78x1350 sentinol nitinol billary stent system and advanced the starter guide wire across the lesion. As the sentinol was advanced through the distal end of the guide catheter, resistance was encountered. The guide catheter was flushed with heparinized solution and attempts were made to advance the sentinol further over the guide wire, however, these attempts were unsuccessful. Next, the physician attempted to remove the sentinol stent system, but the sentinol was "stuck" to the guide wire. The sentinol and starter guide wire were removed from the patient as a unit. The procedure was completed with a starter guide wire j tip and a 7 x 60mm express stent. No patient complications were noted and the patient's status was reported as "stable".

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.